Event description:
N/a.

Manufacturer narrative:
The bactiseal barium catheter (ID ns0340) was returned for evaluation. Failure analysis - the catheters were visually inspected: no defects noted. The catheters were irrigated, no occlusions noted. The catheter parts were leak tested; no leaks noted. Root cause analysis - no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any issues with catheter parts at the time of investigation. A possible root cause for the issue reported by the customer could be due to catheter susceptible to kinking which leads to occlusion. However, it was not possible to confirm and identify the root cause of this assumption as only parts of the catheters were returned, and no issue was identified with the catheter pieces returned.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a bactiseal catheter (ID ns0340) implanted along with a certas valve (ID 828814) due to unknown reason via ventriculoperitoneal shunt (vp) on unknown date. A month after the device was implanted, a dysfunction of the device was suspected. A contrast radiography was performed, and obstruction of the device was suspected. Therefore, reoperation was performed, and the device was explanted on unknown date. According to information provided, it is unknown if the bactiseal catheter (ID ns0340) was replaced. It is also unknown if the patient experienced any signs and symptoms due to suspected obstruction. The patient recovered.